Event description:
It was reported that during an unknown procedure malformed staples were deployed after first firing with ecr60w. Changed to another ecr60w but still had the same issue. Changed to a new device to complete the procedure. No adverse event on the patient. The sample was discarded by the customer, and could not return for investigation.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. No further investigation can be performed at this time. This complaint is being closed to trending.